Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had out of range impedances on contact 7 and 13. The patient denied any external factors leading to the issue. The rep programmed around the bad contacts and the patient had good coverage. The peripheral leads were not programmed, so when they were turned on it was uncomfortable. These leads were not used in the patient's programming. No further complications were reported.